Event description:
It was reported the patient received an inappropriate shock. The inappropriate shock was due to t wave over-sensing post ventricular sensing. Re-programming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.